Event description:
A baxter service technician discovered a flo-gard infusion pump experienced a false air in line alarm. This problem was identified during service. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The condition of a flo-gard infusion pump with a false air in line alarm was discovered and confirmed during product evaluation by baxter service personnel. This condition was caused by the pump's air in line sensor being out of calibration. The air in line sensor was calibrated to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.